Manufacturer narrative:
Product analysis # (B)(4): (B)(6)/ (B)(6) 2019 / work order (B)(4) added to complaint / status: completed. Date completed: (B)(6) 2019. O-arm image transfers to stealth: pass. Accurate navigation on o-arm image: pass. Mechanical tests: pass. Imaging modalities: pass. Cable grade: a. Record type: o-arm system. Checkout contact: (B)(4). System inspection: pass. Does the system perform as intended?: yes. Were hardware parts replaced?: no. Action/resolution: could not reproduce mvs to stealth connection issue. I was not able to send images from the mvs to pacs with the ip address that is set to the mvs. I was able to send images from the mvs with the s7 ip address. The issue is with the sites pac system. O-arm is up and running. The cs will be on site tomorrow to work with pacs to fix the connection issue. A medtronic representative went to the site to test the equipment. Testing revealed that they could not reproduce mvs to stealth connection issue. I was not able to send images from the mvs to pacs with the ip address that is set to the mvs. I was able to send images from the mvs with the s7 ip address. The issue is with the sites pac system. O-arm is up and running. The cs will be on site tomorrow to work with pacs to fix the connection issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a field service engineer (fse) regarding an imaging system being used for a procedure. The fse reported that the site had difficulty transferring images to the navigation system. The issue was able to be resolved so the o-arm could transfer to navigation, but the site could not transfer images to pacs. Later it was determined that the o-arm was able to send to a navigation system, but was still not able to send images to pacs. The issue appeared to be due to the ip and it set up of the site as the site was able to send images using the navigation system ip address. There was no impact on patient outcome, but it is unknown if there was a delay in surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the type of surgical procedure was a spinal fusion and there was no delay in surgery due to the o-arm communication issue. Finally, the rep confirmed that the cause of the communication issue was an it issue with the ip address.